Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device revealed lifted hybrid bond wires. (B)(4).

Event description:
It was reported that the physician found the device can was deformed after the device was removed during a replacement procedure. The physician confirmed that there was no explant overstress. The patient indicated that there was no overstress to the implanting area either. The programming parameters were all normal before explanting. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.